Event description:
It was reported that the 9600 system had an collimator iris potentiometer error message at set up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord on the dicom box was loose. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.